Event description:
Shiley received a copy of the patient's medical records which indicated that the patient was initially found unconscious in his car. The patient was brought to the hospital emergency department in respiratory failure. The patient was intubated and subsequently taken to surgery where the bjork-shiley convexo-concave mitral valve was explanted and quintuple coronary artery bypass graft surgery was also done. The patient died in surgery.

Manufacturer narrative:
Section h3 & h6--device evaluation summary. The valve was examined with a light microscope at 10x-40x magnification and a fractograph failure analysis was done. The fractographic analysis concluded that the left leg of the outlet strut failed first. Propagation was by fatigue for both the right and left outlet strut legs. There was 30% burnishing on the left outlet strut face and less than 5% burnishing on the right outlet strut face. Crack origin was on the inflow side at the 6 o'clock position for both the left and right outlet strut legs. According to the report, "the root cause was due to fatigue at the initiation sites for both legs." Wear patterns, scratches and instrument marks typical for clinically explanted valves were observed on the flange inner diameter, the rims and the inlet strut. The fractographic failure analysis indicated no anomalous attibutes were found that might have been responsible for the outlet strut fracture. The info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. The submission of this report does not reflect a conclusion or admission by shiley inc that the device caused or contributed to any death, serious injury, serious illness, or malfunction, or that the device was defective in any way.